Manufacturer narrative:
Correction: e1 - the reporter establishment name should have been (B)(6).

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the scs lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the drg lead located on the right and the scs lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the drg lead was explanted and replaced to address the issue. Effective therapy was restored post operatively. Surgical intervention may be undertaken to address the issue with the scs lead.